Event description:
Reporter has received the er1 message in the past. Reporter generally retested. After reviewing technique it was found she was putting sample on wrong side of test strip. Reporter was out of control solution so co could not perform a control solution test. Co reviewed technique and importance of using control solution.